Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the reported condition was confirmed. It was noted that the most probable cause for the found issue was that the torque attachment device was used to unscrew or to remove the screws in the reverse mode, too much force was then applied to the device and as a result, the housing became loose and the internal parts were shifting back. Therefore, the assignable root cause was traced to improper handling which is user error. A device history review was performed, and no non-conformance's were detected related to the reported condition. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the torque attachment device would not work at all due to the internal parts of the device shifting back. This also made it impossible to insert the cutting tool device. During a visual inspection, it was observed that the thread of the housing came lose. It was noted in the service order that the thread of the housing of the torque attachment device became loose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.